Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed storage space and drawer was not detected on bus. As per part investigation, it was determined that there was thermal damage observed on both board and solenoid. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR.) For s/n (B)(6), covering the manufacturing period beginning on 030ct2024, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The reported condition of "device not detected on bus" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the bd field service engineer (fse) reported that the solenoid did not let plunger open/close drawer. Had to replace plunger, then drawer board due to off bus issue. Customer was able to recover and then inventory drawer 5 on aux. During dchu visual inspection: p/n 151622-01: received with visible thermal damage to component q601. P/n 119879-01: received with visible thermal damage to the protective film, which indicates overheating on the copper coil. During dchu testing: due to a thermal event being present on both components, it was deemed unnecessary functional testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).